Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Right ventricular undersensing and oversensing due to non-physiologic signals/sensing integrity counter we also observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was arranging heavy stones in a pile. The following day, the patient heard an alert and went to the hospital. The right ventricular lead was high threshold that was not effective, undefined pacing impedance, and undersensing that was noted to be unstable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.